Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer experienced beep anomaly. It was reported that insulin pump stopped beeping. Customer checked audio volume and increased it to the highest volume and was still not able to hear beep. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump received with no audio tone due to faulty connector on the pcb 1. The insulin pump passed the rewind, seating, basic occlusion, occlusion, force sensor and displacement test. The insulin pump received with minor scratches on lcd window, cracked battery tube threads and scratched case.